Manufacturer narrative:
It was reported that the patient underwent sling revision on (B)(6) 2010 due to sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2009 and mesh was implanted. The patient underwent another procedure for stress urinary incontinence on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced erosion, pain, infection, dyspareunia, urinary/bowel problems, recurrence and other injuries following the procedure. It was further reported that the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to stress urinary incontinence. It was reported that following insertion the patient experienced urinary/bowel problems and recurrence. No additional information provided.